Event description:
Customer reported intermittent problems saving images, intermittent communication errors, and system intermittently shuts down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.